Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 cgm to the ilet while the dexcom mobile app continued to display glucose readings, indicating the sensor was functioning and transmitting glucose data to the phone but not to the ilet. Symptoms included no reported adverse clinical effects and no blood glucose excursions. Outcomes included no impact to blood glucose management and no need for medical intervention. Investigation included guided troubleshooting steps such as bluetooth toggling, device restart, re-entry of the pairing code, and temporarily switching cgm selection from g7 to g6 and back to g7, after which pairing was completed and sensor startup proceeded. Investigation of this case revealed a transient connectivity or pairing issue between the cgm and the ilet that resolved with standard troubleshooting, consistent with communication link or configuration mismatch. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction with transient bluetooth communication interference.